Manufacturer narrative:
Unit seated at the beginning of displacement test without reservoir due to moisture damage on force sensor resistor. Unable to confirm excessive no delivery alarm due to seating anomaly. Pump passed self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Event description:
Customer reported via phone call, the insulin pump was malfunctioning. Customer does not recall their blood glucose at the time of the incident. Customer stated the issues started a couple of months and it continued to alarm no delivery. The device has alarmed no delivery every day for the past week. Troubleshooting was performed. Fixed prime was performed and insulin did exit. Customer stated they are aware the alarm is not an indication that there is something wrong with the insulin pump but customer was concerned as the device has alarmed everyday for the past week. Customer will continue use of the device and closely monitor their blood glucose levels until the replacement arrives. No delivery alarms were confirmed in the insulin pump history (B)(6). The insulin pump was returned for analysis.